Event description:
It was reported that the arctic sun device was leaking water. Device returned to medical engineering with a message that tube split and leaking water. No obvious split to any tubing. Medical engineers report a puddle of water appearing under the machine overnight. Per sample evaluation results received via task on 24dec2025, it was reported that the fill tube has a dirty filter.

Manufacturer narrative:
The reported issue was confirmed. The root cause is addressed under CAPA #2666889. Per CAPA #2666889. "The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. Risk, labeling, DHR review are not requires as the reported issue is CAPA related. Refer to the CAPA and sa for details and further actions. All available UDI information is being provided. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.